Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the sleeve found gouging around the rim. Scuffing and scratching was also observed on the sleeve¿s inner taper. The sleeve was returned assembled with the head and bearing and cannot be properly fixed within the cmm. Damage to the taper of the sleeve also prevented accurate measurement. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will reportedly be returned for analysis, but has not yet been received by the manufacturer; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4). Concomitant medical products: a 650-1055 biolox delta ceramic head, lot 2886416. Ep-200150 active articulation hip system dual mobility bearing, lot 404860. Unknown femoral stem. Unknown acetabular cup multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03852, 0001825034-2017-03856 & 0001825034-2017-03857.

Event description:
It was reported that the ceramic head, taper adapter and dual mobility bearing would not assemble with the existing stem during a revision procedure. Another head, taper adapter and bearing were used to complete the procedure, resulting in a 40 minute delay. There were no additional patient consequences.